Manufacturer narrative:
Additional information was provided in h.3 an h.11. A qualified cartridge was indicated with a handpiece. This would have been used with the replacement lens. It was not available in 2021 when the original lens was implanted. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The surgeon provide information that the patient was hyperopic after the lens implant in 2021. The patient underwent lasik in (B)(6) 2022 and had hyperopic regression and is now hyperopic again. The surgeon indicted that the product did not cause or contribute to the current event. The company suspect device (3.75cyl), 16.5 diopter lens was replaced with a company (3.75cyl), 18.0 diopter lens. The change in diopter of 1.5 may indicate the replacement lens was an improved choice for the patient's current visual needs. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was hyperopic and underwent laser-assisted in situ keratomileusis (lasik) procedure. The patient had hyperopic regression post lasik procedure and again back to hyperopic. The iol was exchanged for different model and different diopter company lens 3 years 2 months 25 days following the initial implant procedure. As per reporter the device did not cause or contribute to the event. Additional information has been received and stated that, post implantation of lens, the patient had allergic conjunctivitis, posterior capsular opacification.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).